Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed an error on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found, however, it was noted that the receiver did not power on. The receiver case was opened for an internal visual inspection and no defect was found. Functional testing and log review could not be performed because the receiver would not power on. The reported event of an error icon display could not be confirmed with the returned receiver. A root cause could not be determined.